Event description:
It was reported that the deep brain stimulation (dbs) patient continued to have ongoing tremor one year after implant. Reprogramming of the device was unsuccessful. The patient underwent a revision procedure to correct placement. During the revision the lead and lead extension were replaced. No device issues were suspected. The explanted devices were discarded by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7110305.